Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up clinic. It was noted that noise was observed on the right ventricular lead. Session records were reviewed and electromagnetic interference (emi) was suspected. Programming changes were made. The patient was stable.

Manufacturer narrative:
Explant facility/physician: (B)(6) medical center - dr.(B)(6). Device evaluation : the reported event of oversensing noise was confirmed by analysis. A complete lead was returned in one piece measuring 58.0 cm. Visual examination found an external insulation abrasion breaching the outer insulation exposing the outer coil at 7.1 ¿ 7.3 cm from the connector pin and proximal to a suture tie impression. The cause of the reported event was due to external insulation abrasion which is consistent with friction to the device can.

Event description:
New information received notes the right ventricular lead was explanted due to noise and oversensing. The patient received an upgrade. The patient was stable after surgery.